Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('located in the fundic myometrium, a coiled metallic wire is identified'), pelvic pain ('pelvic pain') and cellulitis staphylococcal ('rashes or skin conditions type: mrsa') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted- no". The patient's medical history included bipolar disorder. Concurrent conditions included vaginal hysterectomy. Family history included depression (mother: depression), club foot correction (mother: club feet) and thyroid disorder (mother: thyroid disease). On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), cellulitis staphylococcal (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("allergy nickel"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), tooth disorder ("dental problem"), gastrointestinal disorder ("gi conditions"), mood swings ("hormonal changes describe: mood swings"), acne ("hormonal changes describe: acne"), fungal infection ("infection (other) describe: yeast"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("joint pain") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2011. At the time of the report, the embedded device, pelvic pain, cellulitis staphylococcal, abdominal pain, back pain, dyspareunia, allergy to metals, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, migraine, headache, alopecia, weight decreased, tooth disorder, gastrointestinal disorder, mood swings, acne, fungal infection, depression, anxiety, dysmenorrhoea and arthralgia outcome was unknown. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, cellulitis staphylococcal, depression, dysmenorrhoea, dyspareunia, embedded device, fungal infection, gastrointestinal disorder, headache, migraine, mood swings, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal infection and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6)2010 and (B)(6)2010. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea, depression, anxiety, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-oct-2019: plaintiff fact sheet and medical records received. Events added from pfs- hormonal changes describe: mood swings, acne, infection (other) describe: yeast, psychological or psychiatric problems condition: depression, anxiety, rashes or skin conditions type: mrsa, dysmenorrhea (cramping), joint pain, located in the fundic myometrium, a coiled metallic wire is identified. Reporter information, aka name, medical history, family history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("allergy nickel"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), tooth disorder ("dental problem") and gastrointestinal disorder ("gi conditions") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, allergy to metals, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, migraine, headache, alopecia, weight decreased, tooth disorder and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dyspareunia, gastrointestinal disorder, headache, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal infection and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received, event injury was deleted. New events pelvic pain, abdominal pain, dyspareunia, back pain, allergy nickel, psych injury, bladder problem, urinary problems, vaginal infection, migraine, headaches, hair loss, weight loss, dental probs.,gi conditions, device removal date were added. Patient's date of birth and reporter address were added. Device insertion date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.